Event description:
It was reported that patient experienced pre-syncopal. Noise and oversensing were observed. Insulation abrasions also noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The lead insulation was found abraded.